Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm and no motor error alarm noted during test. Motor passed motor test. Insulin pump received with minor scratched lcd window and cracked case display window corner. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error and diminished battery life. The customer¿s blood glucose was unknown at the time of incident. The customer also report that the insulin pump had random no delivery alarm and scratches and crack in insulin pump casing and on screen. The insulin pump will not be returned for analysis